Event description:
It was reported that the patient experienced a low blood glucose episode of 57 mg/dl of unclear cause and self-treated with oral glucose in the form of gummies while on the ilet bionic pancreas. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the medical device problem and device component were not determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.